Event description:
It was reported that the clinician stated that the quick look percent pacing doesn't match the total ventricular pacing on heart failure devices. The clinician also stated that printouts are not consistent with all company products as to where information is printed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.